Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented via merlin.net transmission, high, out of range, high voltage lead impedance was observed on the on the lead. Patient was asymptomatic. Further testing was recommended but no changes were made yet. Patient is doing well.